Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 3 week post-operative exam. A brief description from the surgery center indicated the patient was photophobic under slit lamp illumination. Pred forte (pf) 1%, (topical steroids) was increased and then tapered off. The patient's comments were there was light sensitivity even when wearing sunglasses. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.00 x -2.00 x 169, left eye pre-op 20/25 -2.25 x -2.00 x 172.

Manufacturer narrative:
Additional information: the surgery center indicated the transient light syndrome (tls) had resolved but the tls had manifested to the dry eye when seen on (B)(6) 2016. The patient was treated with xiidra 5% at twice) for 3 to 6 months. The patient¿s comments that there was some redness that is mild but has not resolved all the way with recovery. All pertinent information available to abbott medical optics has been submitted.